Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple inaccurate fill estimates. Reportedly, the cartridge was filled with 250 units of insulin, and decreased to an inaccurate fill estimate of 50 units. In addition, cold insulin was being used to fill the cartridge. Blood glucose level was not impacted. Tandem technical support was unable to perform troubleshooting as the event was not occurring at the time of the reported event.